Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with an infection at the device pocket. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.